Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a 21 millimeter (mm) non-medtronic (trifecta) aortic surgical valve implanted in 2016 experienced severe prosthetic aortic valve stenosis, moderate to severe transvalvular aortic regurgitation, severe restenosis and a transvalvular leak of the surgical valve. The anatomy around the surgical valve was described as very restricted. Due to these issues, a basilica (bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) procedure was performed on the left coronary cusp leaflet of the surgical valve at the same time as a transcatheter aortic valve implantation (tavi) with a 23 mm evolut fx+ valve. The right coronary was protected by a wire and an undeployed stent in the ostium in case of loss of flow after tavi. Both interventions proceeded without immediate complication, and a final aortogram confirmed blood flow to both coronaries, allowing removal of the right coronary protection without deploying the stent. There was no residual regurgitation or pressure gra dient, and the valve was implanted 2-3mm below the sewing ring of the surgical valve in an almost perfect position. Approximately 30-45 minutes after tavi, during extubation under general anesthesia, the patient's blood pressure dropped and st elevation was noted on electrocardiogram monitoring. The implanting team rescrubbed and inserted an angiographic catheter in the ascending aorta, injecting contrast to assess coronary blood flow. Initial imaging showed continued flow to the coronaries, but a repeat aortogram five minutes later revealed no blood flow. The team attempted to cross the evolut valve with a wire, but it was determined that a residual leaflet of the surgical valve was obstructing blood flow to the left coronary, making access to the left coronary impossible. The decision was made to purposely dislodge the implanted evolut valve using a snare, relocating it to the top of the ascending aorta. No further tavi was performed, as it was anticipated to yield the same result. The patient was transferred to the critical care unit with a plan for redo surgery at a later date.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012922172); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012920045); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.